Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for color variation with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to color variation was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the paxgene® blood ccfdna tube shield/cap/ stopper is different color/shade or faded. This event occurred 100 times. The following information was provided by the initial reporter: the customer noticed ¿the color of shields is different in transparency."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
Ir was reported before use the paxgene® blood ccfdna tube shield/cap/ stopper is different color/shade or faded. This event occurred 100 times. The following information was provided by the initial reporter: the customer noticed ¿the color of shields is different in transparency."